Manufacturer narrative:
No UDI required due to this device being out of production prior to the september 24, 2014 UDI regulation date. The device history records (DHR) for the device was reviewed. The associated device was released based on company acceptance criteria. Diffuse lamellar keratitis (dlk) is a known complication of refractive laser surgery. It is a reaction on the surgical trauma and may be caused or intensified by contaminated instruments. The root cause could not be determined conclusively. (B)(4).

Event description:
An optometrist reported a case of inflammation of the left eye one day post lasik procedure. Patient stated she was doing well and had no complaints. Reporter indicated a consult was done with the surgeon, who feels the event was more likely peripheral inflammation verses trace diffuse lamellar keratitis (dlk). The patient was instructed to increase the topical steroid eye drop dosage and then taper off the dosage. The patient is being monitored.